Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery that was both mildly calcified and tortuous and 90% stenosed. The 3.50x8mm nc trek neo was advanced to the lesion without issue. During the first inflation at 8 atmospheres (atm) for 10 seconds, the balloon ruptured. The device was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. A 3.5x8mm non-abbott balloon dilatation catheter was used to complete pre-dilatation. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.